Event description:
Dr. Easy elephant earwasher was found to have a dark residue in the blue tubing when a cotton tipped swab run through tubing. Prior cleanings per IFU. Unable to fully appreciate any moisture that may remain in blue tubing after drying.